Event description:
It was reported the patient's ipg was explanted and replaced (with a different model) during the patient's lead replacement procedure for invalid impedances. Lead replacement procedure reported under MFR. Report number 1627487-2014-21427. Additionally, it was reported the patient experienced increase recharge burden due to invalid impedance measurements on the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.